Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional during intraocular lens (iol) implant procedure, reported that there was no trailing haptic and the surgeon left the iol in the patients lens bag and rotated the iol with only haptic inferiorly. Additional information received and stated that the intraocular lens is in the bag and decentration has occurred with uncorrected visual acuity 6/12, surgeon stated that the patient probably needs another operation to explant the lens and replace it .

Manufacturer narrative:
Corrected information was provided a.1. The manufacturer internal reference number is:(B)(4).